Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 08/13/2009, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter was giving her an unspecified error message. The patient tests her blood glucose 3-4 times a day. She manages her diabetes with a sliding-scale novolog insulin. The patient indicated that the alleged meter issue started in 2009, at an unknown time. It is not known if the patient could obtain any results due to the alleged error messages. The patient claimed that in the next day, at an unspecified time, she developed symptoms of shakiness and sweating. She could not recall if she took any sliding-scale insulin that day prior to developing the symptoms. Due to feeling low, the patient ate extra food as self-treatment. A few hours after eating the extra food, the patient claimed she developed symptoms of excessive thirst. The patient administered self-treatment by taking 10 units of sliding-scale novolog insulin. The self-treatment helped to relieve her symptoms. The alleged meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.